Event description:
It was reported that the device had oversensing. The patient had an arrhythmia when right ventricular (rv) pacing, so the physician wanted the rv pacing turned off so had programmed the rv outputs to minimal so there was no capture. But during left ventricular (lv) only pacing there was sometimes post pace oversensing at the end of the paced qrs. The device post pace blanking and upper rate were reprogrammed and the post pace oversensing went away. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429678, implantable pacing lead, (B)(6) 2013; 457445, implantable pacing lead, (B)(6) 2004. (B)(4).